Manufacturer narrative:
The device was returned for analysis. The reported deformation due to compressive stress was able to be confirmed. The reported difficult to remove was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during removal interaction with the 90% stenosed, moderately calcified and moderately torturous anatomy resulted in the reported difficult to remove. Manipulation of the device resulted in the noted wrinkled inner and outer member, the noted multiple bends in the hypotube and ultimately resulted in the noted hypotube kink. The account confirmed the noted hypotube separation occurred during packing for return analysis. There is no indication of a product quality issue with respect to manufacture, design or labeling. Na.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a 90% stenosed, moderately calcified, and moderately tortuosity de novo lesion in the mid right coronary artery (rca). A 3.50x12mm nc trek bdc successfully crossed the target lesion and was used to pre-dilate the lesion to 18 atmospheres. The balloon was deflated without issues and the bdc was being removed; however, resistance with the anatomy was felt. The bdc was advanced a little further but the shaft kinked. The balloon was slightly inflated and deflated again and then was able to be removed. A non-abbott balloon was used to successfully dilate the target lesion and a non-abbott stent was used to complete the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.